Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving no drug via an implantable infusion pump for the treatment of non-malignant pain. Patient's pump was just implanted and did have it turned on or had drug in it. It was reported that the patient stated that her body had a super human immune system. The patient wondered what symptoms she would have if the body was rejecting pump. On the weekend prior to (B)(6) 2018, patient's wounds had heeled over totally while they were opening back up at the time of the report. On (B)(6) 2018, the healthcare provider (hcp) looked at it and was just concerned if it got infected. The puffiness and swelling was above the unit and not below to and creeping up to waist band. The incision was getting little open spots. The hcp stated that it was just draining and it was fine. No intervention was mentioned and situation was being addressed by the hcp. No further complication was reported.

Manufacturer narrative:
Continuation of d11: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that they had a lot of complications after the pump was implanted. The patient reported that they threw up for the first 2 weeks of having the pump. The patient reported their legs swelled and they had nerve pain in their legs. The patient reported these issues started in the recovery room. The patient reported that the nurse practitioner was not trained on how to use the equipment. The patient reported they had a new symbol appear on the personal therapy manager (ptm) that they had not seem before. The patient reported it was not in the booklet and the nurse practitioner didn't know what it meant. The patient could not describe the symbol. The patient was locked out from receiving a bolus. The patient reported that the surgeon had locked out the ptm and had turned it way down when the patient was having issues. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that patient's weight was (B)(6) as of (B)(6) 2018. The patient's swelling in bilateral feet had gone away, vomiting had stopped while nausea continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding a patient who was receiving morphine at an unknown dose and concentration. It was reported that the patient's body was rejecting the pump. It was reported that the pump pocket site healed over, but then cracked open again. The patient reported that the pump area started itching, and then the skin started disappearing because they had no cushioning. Then the pump area swelled and the skin started falling off. The patient reported they also have a spot on their spine that turned red and got lumpy and hard. The patient reported that they had a scan done and it showed what looked like a "pet jellyfish that ate the implant." There was a while blob that goes around the implant with "tentacles," going towards the bladder. The patient reported the spot on their spine looked like white spiderwebs on the scan. The scan revealed that it was thickening of soft tissues. The pump was explanted on (B)(6) 2019 and there was no infection. The patient reported their pump pocket skin turned purple and caved in the center. No further complications were anticipated/reported.